Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Provider states rollator was stored some place and the seat was cracked. The part number provided, 1107737, is used on nine different models of rollator, all manufactured by genteel. No serial number was provided. MDR filed.